Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.) And had loss of communication. The customer reported no adverse event. The event involved product(s) mmt-1896ja. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1896ja.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm noted during testing. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (10) pump error 43 alarms on 25-mar-2025 started from 06:15:10 to 09:52:07 during basal delivery. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Pump error 43 alarm was confirmed due to corroded motor home switch. Customer alleged not confirmed for pump unable to pair to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.